Manufacturer narrative:
Cardioquip's epidemiologist inspected the tubing of this device during an on-site investigation at cardioquip. Due to the discoloration of the tubing epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, it was decided that an internal water pathway replacement would be performed. Following this repair the device was returned to specification and full functionality.

Event description:
Cardioquip's (cq) epidemiologist identified potential device contamination while device was undergoing repair at cq's facilities. Cq decided to have the device undergo hpc testing in order to have a quantitative assessment of water quality. Hpc test results were received on 09/16/2024 that were outside of cq specifications for water quality, indicating device contamination.